Event description:
The clinical consultant reported in the pacu a bulged silicone segment occurred during a gravity infusion. There were two IV pushes administered through the distal smartsite valve prior to the bulge being noticed. A different nurse was getting ready to push a third IV push and noticed the 24g peripheral angio catheter was kinked. While unkinking the IV catheter, the nurse noticed the bulged silicone segment. The nurse administered the third IV push with no problems. When the nurse came back to the room a few minutes later, the bulge in the silicone segment was gone. It was not reported if the IV set was clamped above the smartsite or not. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.